Event description:
The respironics CPAP comfortgel nasal mask, model #1009042, is defective. The purpose of the mask is to assist patients with sleep apnea. The mask has a clear plastic frame that covers the nose, and is held in place via velcro head straps and a forehead pad. The frame's connecting sockets to the straps and headpad are too weak, and will break off when the wearer rolls during sleep, thereby disengaging the mask without the wearer's knowledge. Sleep apnea patients depend upon the masks to provide a pressurized air supply during sleep. Without it, they quit breathing for extended periods of time, which reduces oxygen to the blood, and risks brain damage. The failure of the respironics CPAP nasal mask's connections can cause loss of pressurized air without the patient's knowledge and during sleep, which is their most vulnerable period. The manufacturer's response to my complaints was the device has a 90 days warranty, and for me to purchase another mask from their distributors. Dates of use: 2008 - 2009. Diagnosis or reason for use: sleep apnea.